Manufacturer narrative:
(B)(6).

Event description:
The customer questioned thyroid results for 4 patient samples tested for elecsys ft3 iii (ft3 iii), elecsys ft4 iii (ft4 iii) and elecsys tsh (tsh) on a cobas e 801 module. The 4 patient samples were submitted for investigation where discrepant results were identified for ft3 iii, ft4 iii and tsh between the customer's e801 module, the centaur method, an e801 module used at the investigation site, a cobas 8000 e 602 module used at the investigation site and a cobas e 411 immunoassay analyzer used at the investigation site. It is not known if any incorrect results were reported outside of the laboratory. This medwatch will cover tsh. Refer to medwatch with patient identifier (B)(6) for information on the ft4 iii erroneous results and medwatch with patient identifier (B)(6) for information on the ft3 iii erroneous results. There was no allegation that an adverse event occurred. The serial number for the customer's e801 module was not provided. The e602 module serial number was (B)(4). The e411 analyzer serial number was (B)(4). The e801 module serial number used at the investigation site was (B)(4). The tsh reagent lot number used with the e602 module and the e411 analyzer was 341699 with an expiration date of 28-feb-2019. The tsh reagent lot number used with the e801 module at the investigation site was 283556 with an expiration date of 28-feb-2019. Calibration and qc at the investigation site were acceptable. Based on the information provided, a general reagent issue can be excluded. Assays from different manufacturers, in this case siemens, can generate different results. This is related to the overall setup of the assays, the antibodies used and differences in reference materials and standardization methodology. The investigation did not identify a product problem. The cause of the event could not be determined.